Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report repeated recoverable faults. System logs confirmed errors reported by armnet4, indicating that the link between the axes controller motor (acm) and axes controller spar (acs) was down or failing. The error recurred during the technical support call and the customer recovered the fault. Customer stated that they could complete the procedure and the next procedure without universal surgical manipulator (usm4); however, they will need all four usms for tomorrow's procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was completed with three arms; however, the system was still faulting. Arm 4 would fault when not in use and caused delays throughout the day. There were no collisions or external interference and they were not able to use the arm. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and could reproduce the data drops on universal surgical manipulator 4 (usm4). Usm4 was replaced to resolve the issue. The system was tested and verified as ready for use. The usm involved with this complaint has been returned and the evaluation has been completed. The customer-reported errors were confirmed and replicated. Troubleshooting found that the parallelogram fiber cable was the cause of the errors that were seen. The root cause of the issue was a component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.